Event description:
The surgeon implanted a collamer lens with model cc4204bf. The lens was damaged inside the cartridge during implantation. No patient contact. It is unknown if the device malfunctioned.